Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that telemetry strips for the implantable pulse generator (ipg) showed rates that were lower that the programmed lower rate limit. It was noted that there was possible oversensing on the right ventricular (rv) lead resulting in inhibition of pacing. Reprogramming was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.